Manufacturer narrative:
Therapy date - this events occurred approximately a week prior to the date and on (B)(6)2020. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets leaked during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that solution was leaking from the cycler door; however, the patient was unable to identify the exact source of the leak. There was no damage noted on the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.